Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a service required alarm indicating a pressure sensor mismatch was observed in the device's downloaded event log. Although no contamination was observed, the device's machine flow sensor was replaced to address the issue. Additionally, an unusual noise was coming from the blower motor. The blower assembly was replaced to address the issue.